Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain and cervical cancer. It was reported the patient sounded like they were in a lot of pain and had radiation burn from their therapy. It was noted that the pump stopped working and needed to be replaced in 6 months.